Event description:
New information noted that the right atrial lead also exhibited a fracture. The lead was capped and replaced (B)(6) 2019.

Event description:
New information noted that the patient was in stable condition post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right atrial lead exhibited noise and automatic mode switch episodes. No intervention was performed. The patient was in stable condition.